Event description:
On may 31, 2006, the facility contacted baxter technical services to report that a pt experienced high ultrafiltration while being treated on a system 1000 hemodialysis instrument. A leak in the input pressure equalizer was believed to cause too much ultrafiltrate to be pulled from the pt. The machine did not alarm. The pt's blood pressure dropped and treatment was stopped. Baxter technical services advised the facility to replace the input pressure equalizer and replace and calibrate the dialysate pressure transducer. There is no further info available at this time. If add'l info becomes available, a follow-up report will be sent.